Event description:
It was reported by a customer in canada that the 840 ventilator graphic user interface (gui) display was blank. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse swapped both liquid crystal display (lcd) lights to troubleshoot, and the issue could not be duplicated. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and installed the backlight inverter (pcbs) to resolve reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.